Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Data analysis of the device confirmed a high impedance battery due to a deficiency of the controls on the battery cathode component manufacturing process. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which puts this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. If the device remains in service, rf telemetry will be disabled before the battery impedance reaches a level where safety mode can occur. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled resulting in device data failed to upload. Technical services discussed that this was due to a low loaded battery voltage measurement and recommended device replacement. At this time this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled resulting in device data failed to upload. Technical services discussed that this was due to a low loaded battery voltage measurement and recommended device replacement. At this time this device remains in service. No adverse patient effects were reported.